Event description:
The customer reported to maquet that a piece of plastic fell from the light while the cupola was moved during the surgery. The plastic landed in the sterile field on the patient. The operation was suspended while the staff cleaned the sterile area. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
The customer removed any remains of plastic and ordered a new adapter from maquet. The repair is pending. This investigation is on-going and the results will be included in a follow-up report. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.